Manufacturer narrative:
(B)(4).

Event description:
The implantable neurostimulator system was revised (details not provided). Stimulation was fine when she went home after surgery. Over the course of the next 2-3 days stimulation moved from the target leg to the opposite leg. The local field reps were notified of the situation. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.